Event description:
Medtronic received information that approximately three years following the implant of this bioprosthetic valve, the patient developed central and paravalvular regurgitation. It was reported that two commissure tabs were loose (left-right coronary and left-noncoronary commissures), and appeared to be sewn with a single prolene with no pledget on the outside of the aorta. The left-noncoronary commissure tab was separated from the sinotubular junction about 4mm. The valve was explanted and replaced with no adverse patient effects. The valve was discarded.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.